Event description:
Resident went in to use endopath ets45 2.5mm reload, and reload was defective (did not fire all the way). Resident and surgeon verified it did not fire correctly, removed from sterile field and tagged. The equipment was not used in or on the patient.